Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the atrial channel in which an inappropriate mode switch occurred. Device data review revealed an episode of pacemaker mediated tachycardia which was attributed to exercise by the patient. There was also high out of range pace impedance measurements associated with a lead to header connection issue with another manufacturer's lead. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the atrial channel in which an inappropriate mode switch occurred. Device data review revealed an episode of pacemaker mediated tachycardia which was attributed to exercise by the patient. There was also high out of range pace impedance measurements associated with a lead to header connection issue with another manufacturer's lead. This crt-d remains in service. No adverse patient effects were reported.